Event description:
A nurse called in for information on using the cycler, as patient was hospitalized for failure to thrive. The patient stopped eating and drinking or 10 days and was subsequently transferred to hospice and died on (B)(6) 2014 from a heart attack. No further information will be provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and completion of the plant's investigation.